Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract vitrectomy procedure, the equipment did not perform silicone oil injection. The case was completed without further incident. However, a secondary procedure will be required to complete the silicone oil injection.